Manufacturer narrative:
Investigation in-progress. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Customer reported that an operator was injured during the process from the tip of the insulin syringe from original pack. During manipulation before opening of the pack an operator pricked to her finger, because one cover was fell inside the original pack. Due to this was the tip of the syringe bent. Unfortunately, she didn't notice before the manipulation that the cover is fell.

Manufacturer narrative:
Our evaluation of the risk, which follows guidance from iso 14971, indicates that the overall risk for the reported failure is low. This evaluation is based on our track and trend analysis and risk management files which are evaluated and updated constantly based on post market surveillance. There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the investigation of received sample analysis, the warranty seal impressions on both the syringe barrel and the needle cap were consistent with the expected production process and confirm that the needle cap was properly mounted. This concludes that the manufacturing process was carried out correctly and without any issues. The damage observed in the affected sample is likely due to subsequent handling. As part of our continued commitment to our customers, sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges.